Event description:
Boston scientific received information that this patient had tricuspid valve perforation occurred during an implant procedure. Due to this complication, the right ventricular (rv) lead could not be extracted from the affected location. The patient was then sent to the hospital to undergo cardiac surgical operation in which the rv lead was successfully extracted. Afterwards, new competitor's leads were implanted. No additional adverse patient effects were reported. The rv lead was explanted and will no longer be sent back for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.